Event description:
It was reported that stent strut fracture occurred. Vascular access was obtained via the femoral artery. The 85-90% stenosed target lesion was located in the severely tortuous and non-calcified right coronary artery. Following pre dilatation, a 32 x 3.00 promus elite drug-eluting stent was introduced for treatment; significant resistance was encountered while advancing. The stent was deployed and during post dilatation with a non-boston scientific balloon, angiogram revealed stent strut fracture. Another stent was implanted to cover up the fractured stent and complete the procedure. No patient complications were reported and the patient was fine.